Event description:
During a stroke alert, patient is on the table. During procedure, the red 72 sender kit catheter broke while being in the patient's brain. Unable to retrieve broken part of catheter and it remains in patient's brain. Several unsuccessful attempts were made to retrieve the catheter piece. Team determined that it would do more harm to continue to attempt extraction. Patient will require dual antiplatelet therapy (dapt) lifelong.